Event description:
Philips received a complaint by the biomed customer on the v60 indicating that the device is getting error code 1111 oxygen device failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The ventilator continues to deliver breaths targeting the 21% o2 concentration setting regardless of the user-set o2 setting. The customer informed that he tested the device related to these errors pointing to a loss in o2 or o2 pressure not adequate. High pressure leak test, o2 flow test, checked o2 inlet filters for debris. And is unable to reproduce the error, no fault. The customer has confirmed the pressure o2 transducer and oxygen solenoid appear to be operating correctly. The customer did report one of the unit's oxygen e-tanks was empty as a possible failure. Biomed has confirmed the unit is reading 50.3 psi when connected to wall oxygen. Biomed has advised the v60 passed the pm and is returning the device to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: after further servicing of the device, it was confirmed that the data acquisition printed circuit board assembly (pcba) connections and pin alignment was discovered to be a loose connector between flow sensors and gas delivery subsystem. Reseated and ran the device on test lung. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.